Event description:
It was reported that a user inadvertently initiated a fill-tubing sequence while connected to the infusion set, during which the ilet displayed 0.7 units delivered and the user observed drops during the press-and-hold procedure; the sequence completed and the device returned to the locked home screen. Symptoms included no reported hypoglycemic or other adverse symptoms, with a fingerstick blood glucose of 104 mg/dl at the time of the call. Outcomes included user education on safe operation, acknowledgment to monitor blood glucose for one to two hours, and no medical intervention or hospitalization. Investigation included customer interview, guided troubleshooting, and functional confirmation that the infusion was stopped and the device completed the sequence as designed. Investigation of this case revealed user error related to initiating fill-tubing while connected, with no device malfunction identified. It was concluded that the event was attributable to use error and that the device performed as intended.